Event description:
Boston scientific crm received information that the right atrial lead was stuck in the header. While attempting to remove the lead, the insulation separated at the distal end of the ring electrode. As a result, this lead was surgically abandoned.

Manufacturer narrative:
This lead was surgically abandoned. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.